Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It as further clarified that the cold weld was noticed at the thread point of the end cap of the blade.

Manufacturer narrative:
This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6)as follows: it was reported on (B)(6) 2020, that the patient underwent for an implant removal surgery of a pfna on (B)(6) 2020. During the surgery, the extraction key for the blade broke off. Metal was not possible to be removed from extraction key with help of an hss drill. Surgery was aborted. Surgeon noticed an approximate cold shut of threads of locking cap and blade. One day later another instrument set for damaged blades was available and construct was removed successfully. There was no surgical delay reported. Surgery was completed successfully. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) unk - screws: locking. This is report 4 of 4 (B)(4).